Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of lipids, 1.19ml/hr, the tubing separated and leaked where the filter bonds with the tubing at the patient end. There was no patient harm.

Event description:
The customer reported that during an infusion of lipids at 1.19ml/hr, the tubing separated and leaked where the filter bonds with the tubing at the patient end. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed a separation at the engagement between the filter outlet port and the tubing. Functional testing was not performed due to the obvious separation. Inspection under magnification showed insufficient solvent within the separated pvc tubing end. The root cause of the separation, which resulted in leaking, was insufficient solvent application.